Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who thought he was receiving clonidine intrathecal (unknown concentration and unknown dose), morphine intrathecal (unknown concentration and unknown dose), and bupivacaine intrathecal (unknown concentration and unknown dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient's pump was replaced on (B)(6) 2015 (see manufacturer's report # 3007566237-2015-02469 for information related to the pump replacement), but the healthcare provider was not able to close the incision site wound completely and suspected the patient would have a problem. The patient then developed an infection in the pocket, which was not confirmed, and had to have the pump removed. Product information, diagnostics performed, and the patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Due to the receipt of additional information the patient code (B)(4) is also applicable.

Event description:
Additional information was received from the consumer. Due to the infection the entire system was removed because the patient had become septic. As of (B)(6) 2015 no devices remain in the patient's body. The patient did not like being on oral medications and planned to have a new pump implanted as soon as he was cleared and deemed healthy enough.